Event description:
It was reported that this device request to be service due to message - reduced power, max power reduced to 25 hz 30w. There were no patient or procedure involved.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. The console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console, and it was found that the 45-degree mirror was defective. The optic mirror was replaced and that resolved the issue, thus, confirming the reported event. Device was installed on 1/12/2011 and this event occurred 14 years after the system installation. After this period, component wear, failure or damage is possible based on product use. A risk review was completed and confirmed that the event of low power and power source issue is defined in the risk documentation. Based on information available, the reported event was confirmed. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this device request to be service due to message - reduced power, max power reduced to 25 hz 30w. There were no patient or procedure involved.